Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with resetting the pump, and after the reset, the cgm error did not occur again, allowing the caller to successfully start their sensor session. No further issues were reported.